Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (cannot baseline patient) has been confirmed. Upon investigation the ECG c dome wire became detached from the ECG the root cause for damaged wire was physical abuse. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor returned an electrode belt was unable to baseline.